Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer allowed ccc remote connection to the system. Ccc specialist did not find process errors on the instrument. The ccc specialist noticed that the customer had changed q-gard on the day of the event. The original mg test and repeat were done mid-well of a flex and both tests were presented to the vista in a surplus rack from a primary tube, which indicated that there was sufficient sample in the tube. The other tests ordered for the sample resulted as expected. The quality controls (qc) were within range. A siemens headquarter support center (hsc) reviewed the service activity and discovered that the sample was centrifuged using stat spin outside of tube manufacturer's instructions for centrifugation. Centrifuge speed and time used by the customer is not recommended by the tube manufacturer. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. The cause of falsely depressed mg results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained upon initial and repeat testing on an oncology patient's sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), and the patient was given magnesium due to the low result. The physician(s) ordered a redraw on the same patient, after the mg treatment, which resulted with a high panic value. Due to this effect the patient's chemotherapy treatment was delayed. The laboratory technician reran the original sample on the original instrument and on an alternate instrument (serial number (B)(4)), resulting higher. The redraw sample was reran on an alternate instrument, resulting similar to the previously obtained high panic result. The corrected results were reported to the physician(s).